Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead; distal conductor stretched; distal conductor fracture (overstress).

Event description:
It was reported that during implant attempt, the helix would not extend or retract. The lead was not used. No patient complications have been reported as a result of this event.